Event description:
Medwatch report (B)(4) received and reported the following: it was reported that during a saline transurethral resection of the prostate, the tip of the subject device broke and fell off and dropped into the patient. The entire piece was retrieved and small fragments were irrigated out of the patient's bladder. The surgeon reinserted the scope at the end of the procedure to make sure everything was out of the patient. The entire tip was matched up with the scope that broke off and the entire instrument was present. There was no harm to the patient reported. It was additionally reported that the event occurred at the withdrawal/closure of the procedure, in the middle of the doctor resecting the loop, there was bleeding that needed to be controlled. Additional information requested but not yet available at this time.